Event description:
It was reported that the procedure was to treat a mildly calcified and 99 % stenosed mid left anterior descending artery. Pre-dilatation was performed with a non-abbott 2.25 x 15 mm balloon catheter. A 3.5 x 23 mm xience xpedition was successfully deployed. A non-abbott stent was then deployed in the first diagonal. As a usual part of the procedure, kissing balloon technique was performed with a non-abbott balloon catheter and the same xience xpedition. The non-abbott balloon catheter was placed inside the non-abbott stent and the xience xpedition was placed inside the xpedition stent to post-dilate the stents. There was strong resistance advancing the two catheters through the guiding catheter. The inflation of the xience xpedition balloon was slower than usual, although it did fully inflate; however, when attempting to deflate the balloon it would not deflate. The indeflator was disconnected and reconnected and the balloon could then be deflated and the device was removed from the anatomy. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis, slow inflation/deflation, and difficulty positioning guiding catheter were not confirmed. Based on a visual, dimensional, and functional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: etna, runthrough,xt-r; guide cath: 6f mach1q3.5, skipper,kusabi, revolution. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.